Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Minor scratched lcd window,cracked case near display window corners, cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. No e70 alarm on alarm history screen. No a35 alarm. No unexpected restart. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 189 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.